Event description:
It was reported that during the reprogramming session, the patient was shocked with an intense level of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred 5 years ago from the date the manufacturer was made aware.